Manufacturer narrative:
It was reported that the saline solution was "brownish." To date, no syringe-specific problem/issue has been reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a large rust particle was observed to be embedded in the syringe piston which was the cause of the discolored fluid. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the saline solution was "brownish.".